Event description:
Customer tried to deliver a fixed prime. The insulin pump would alert, but no alarm would show up in the screen. Customer stated that he was in the hospital a couple of week ago due to high blood glucose. The blood glucose reading was 792 mg/dl. During troubleshooting, the fixed prime was set to zero, that is why she wasn't able to fill the cannula. Assisted customer was correct the setting to the fixed prime. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.